Event description:
The customer reported the system would intermittently lose the images. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The single board computer was upgraded. The image processor board, the display adapter board, and the generator interface board were replaced. The backplane and the smart switch were replaced. The system was tested and operates as intended.